Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case, cracked lower left front corner and a crack on the right plunger case. Event log history was performed and indicated that "battery not working" was recorded in history. During analysis, the pump was powered up and "battery not working" was found. It was noted that the battery was not operating as intended and was the cause of the reported issue. Normal wear was the cause of the issue as the battery was over 10 years old. Service replaced the battery and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and no fault was found as the problem source was a normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump had audible alarm failure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received that the event did not occurred during patient use.